Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The provided image shows the indicated failure mode of missing print. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: printing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd preset¿ eclipse¿ arterial blood collection syringe, one syringe was missing the scale. No adverse impact was reported regarding the patient or user.